Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was malfunctioning was confirmed. The following defects were found and corresponding actions were taken upon evaluation : 8 way socket corroded by fluid, renewed. Membrane switch panel damaged, physical damaged front panel replaced. Did not power up, overdose out of range (relay board), relay board replaced. Psu board defective, replaced. The device was cleaned, newly calibrated, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. User mishandling of the device is the most probable root cause of the physical damage to the front panel. However, given the information provided, we cannot determine a definitive root cause for the defective relay and psu boards. A manufacturing record evaluation was performed for the finished device [serial: (B)(4)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that a vapr® vue¿ generator was malfunctioning. No surgical delay or patient consequences reported. Additional information reported by the affiliate reported the malfunction was discovered pre-op and another device was used to complete the procedure. No patient harm or delay was reported.